Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. While attempting to insert the liberte 20mm x 3.00mm stent delivery system through the touhy borst valve, the stent delivery system was unable to be advanced. Upon withdrawal, the physician noted that the stent had "squashed up on the balloon." The device did not enter the pt. The procedure was completed with another of the same device.